Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely tortuous without calcification. It was reported that due to the vessel tortuosity, the delivery system kinked as it was advanced through the left common iliac artery to the target location. The stent graft was able to be deployed successfully at the appropriate location, however, when using the quick disconnect button to retract the tapered tip of the delivery system, the physician felt something unusual. As the delivery system was removed from the patient, it was observed that the graft cover of the delivery system was damaged. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results/conclusion: (severely tortuous iliac arteries), (delivery system not provided).